Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 10 atms on the initial inflation. The initial inflation was performed to 6 atms. The 99% stenosed lesion was located in the severely calcified mid left anterior descending (lad) coronary artery. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. No add'l complaints have been received for this batch.